Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer rep regarding a patient with an implantable neurostimulator (ins). The consumer reported that they have pain and while trying to charge the ins, they could not get the correct screen to come up. It was reported that the insr screen just has the audio symbol, insr battery (3/4full) and a plug along the top row, and nothing below it. The ins symbol would not show up along the top row of insr screen. It was reported that when the ins recharger green button was pressed, the reposition antenna screen came on, but went away after a few seconds. It was confirmed the insr antenna was right over ins. It was reported that a day prior to the report, the ins recharger connected to the ins and the ins was charged. The consumer tried to connect the patient programmer to the ins but the patient programmer screen was blank. It was reported that after placing aaa alkaline batteries in the patient programmer, the screen was blank but did not know if they were brand new batteries; they were just extra batteries. The patient reported that they have pain running down the leg that is why they need the ins charged. The patient reported that the stimulation helps with the pain when it is on. The patient reported a return of pain. A replacement recharger was requested and the patient was reviewed to follow up with hcp to check on ins/settings if the replacement recharger cannot charge the ins.